Event description:
It was reported that the patient complained of chest pains which maybe pocket revision related, and that the right atrial (ra) lead was capped and replaced due to low impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.